Manufacturer narrative:
The pump was received with intermittent button response due to an unlocked keypad connector. The pump also had minor scratches on the display window and cracked reservoir tube lip.

Event description:
It was reported that the esc button on the customer's insulin pump was not functioning when trying to exit the priming step. It was stated that the customer attempted to prime three times and got stuck at the same point each time. The esc button was working for other functions. The customer's blood glucose level was 11.2 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event in the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).